Event description:
It is reported tha t in 1996, patient underwent right total knee replacement. Post-op, as a result of difficulty with pain and instability, the knee was revised in 2004 where the tibial articular surface was noted to have worn.